Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
The reporter indicated the lens exchange resolved the problem. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.00/+1.00/096 diopter, in the patient's left eye (os), on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens.